Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Medtronic legal received information regarding defective insulin pump from the attorney of the family. The information received on june 29,2021 stated insulin pump failed in its delivery of insulin to her, resulting in hyperglycemia and seizures, which required emergency medical treatment from paramedics. Customer was stated that retainer ring was broken. The customer was using minimed 670 series insulin pump. The insulin pump will be and reservoir will not be returned for analysis.